Manufacturer narrative:
Device evaluation: the device was evaluated. There was leaking from the fill tube for the chiller. Investigation found that a clamp was attached loose. The internal inspection found some components power condition board and power ac board had burning smell. There was coolant dropped down at power condition board and lower ac power board and chiller at lower unit. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture.

Event description:
During testing by field service technician, leak was noted on a coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
H11: corrected data: d1, g1, h6. Disregard d10 as it is an error.

Event description:
During testing by field service technician, leak was noted on a coolsculpting control unit. There was no patient or provider safety impact.